Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: root cause: the most likely root cause related to this event is a defective esm board. Incident summary: during the startup of the machine, a self-test failure alarm was reportedly triggered. However, after performing a restart, the machine returned to normal operating conditions. Follow-up action: on 11.07.2024, a service technician conducted a thorough examination of the device. The test report issued by the technician confirmed that no technical problems were observed during the post-event testing. Conclusion: at the time of inspection, the device passed all tests successfully and was cleared for use. It has since been returned to its intended operational environment within the hospital. Corrected information: d1, d2a, d4.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Corrected the product type. It is hamilton-c2 not hamilton-c6.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: root cause: the most likely root cause related to this event is a defective esm board. Incident summary: during the startup of the machine, a self-test failure alarm was reportedly triggered. However, after performing a restart, the machine returned to normal operating conditions. Follow-up action: on 11.07.2024, a service technician conducted a thorough examination of the device. The test report issued by the technician confirmed that no technical problems were observed during the post-event testing. Conclusion: at the time of inspection, the device passed all tests successfully and was cleared for use. It has since been returned to its intended operational environment within the hospital. Corrected information. Hamilton medical ag complaint number: cer (B)(4). Follow-up 3 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.